Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmission shows that the right atrial (ra) lead was undersensing. No intervention was performed. The patient had no adverse consequences.